Manufacturer narrative:
Corrected data: upon further review of this event, the product which was intially reported (ID now instrument: catalog# nat024, serial # (B)(6) should not have been reported based on the event description. The event is related to an assay and not the instrument. Attempts were made to obtain the assay information so that the updated and correct information could be reported but no response was received. As a result, the sectoins below should now be considered asku and the reported event is related to an unknown abbott diagnostics scarborough, inc. Assay. The investigation summary subitted on the initial report is still valid. A supplement report will be submitted if additional information is received. D1, d2, d4: catalog number.

Event description:
The customer reported experiencing multiple false positive results while using the idnow instrument. Pcr confirmation testing was performed and generated negative results. Although requested, the customer did not provide assay, swab, and sample type and number of false positive results. The approximate times of sample collection and storage conditions prior to testing. The dates and times of any repeat test results. Dates and times of the test results, and lot numbers of the kits used; and additional information regarding the patients (symptoms, including the information required for vigilance reporting).

Manufacturer narrative:
The required information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to label claims.